Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units during multiple attempts of the load process. The customer indicated their blood glucose level may have gone up a bit due to not being able to load a cartridge right away, but the exact value could not be determined as the customer declined to test.